Event description:
It was reported that a homechoice automated pd set with cassette leaked. This event occurred during drain cycle four of four of peritoneal dialysis therapy. The patient stated that the patient line became disconnected from the transfer set and leaked onto the bed and the patient. The patient stated that she rolled over and then woke up to the bed being wet. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.